Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to observations of high pacing thresholds and noise that was oversensed causing inappropriate shock therapy. The noise was able to be reproduced with isometrics. It was also reported that there were out of range high impedances greater than 2000 ohms. Intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.